Event description:
Filter feet got stuck at hub area when attempting deployment. The introducer remained in the pt and the delivery system was removed and replaced to complete deployment to the targeted area. No pt injury or further complications.